Event description:
It was reported that device had an air in line issue. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI one device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, a torn dso seal, and a worn uso seal. A 'cannot start pump' medium alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.